Manufacturer narrative:
Follow up #1 date of submission (B)(6) 2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity found outside normal patient's use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported that on the morning of (B)(6) 2011 his blood glucose (bg) was 330mg/dl with frequent urination. He reported that he took a correction dose of insulin by injection and his bg resolved. He stated that on the previous evening, (B)(6) 2011, his bg was 360mg/dl; he ate a snack and bolused before he went to bed. The patient reported that he was having pain upon insertion of the infusion set and had some redness and slight bleeding upon removal. The patient reported that he was getting air bubbles in the cartridge and occasionally in the tubing. Customer support (cs) advised him to fill the cartridge and let it "debubble" before inserting into the pump. Cs instructed the patient that the review of the pump did not indicate that the pump is malfunctioning at this time and that he should meet with his diabetes educator/healthcare professional to discuss infusion set/site selection as this one may not be working for him. This report is being made due to patient's alleged hyperglycemic event while on insulin pump therapy.